Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported while observing a surgery the system became unresponsive while in the navigation step of the software with the fusion navigation system. After a hard re-boot the system was responsive and surgeon was able to proceed with the surgery and without impact to the patient's outcome.